Manufacturer narrative:
Correction: section h11 - "d4, primary unique device identification (UDI) number cannot be provided as a product identifier cannot be obtained." Should have been included in the initial report 2017865-2026-05250.

Event description:
Voluntary medwatch received states that the patient's left ventricular (lv) lead exhibited high pacing impedance. No interventions or changes were reported. The patient's status was unknown.